Event description:
Procedure: low anterior resection / end to end anastomosis. After firing and removing the device from the cavity, the surgeon checked the doughnut ring and found the stripped mucosal tissue was sticking to the anvil. The surgeon sutured the who anastomosed part and completed the procedure.

Manufacturer narrative:
(B)(4).